Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and low out of range pace impedance of less than 200 ohms. A revision procedure was performed. During the procedure the lead to header connection was checked and found to be secure. The lead was tested using the pacing system analyzer (psa) and the clinical observations were reproduced. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.